Manufacturer narrative:
Block h6: imdrf device code a150203 captures the reportable event of bands were difficult to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding varices procedure performed on (B)(6) 2023. During the procedure, while deploying the bands, the physician noticed that he needed to rotate the knob of the handle 360 degrees to deploy a band instead of the usual 180 degrees. The procedure was still completed successfully using the same original device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.